Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise was confirmed via review of stored electrograms in the laboratory. The battery voltage longevity was tested and found to be normal. The device electronics were tested on the bench and our automated testing equipment. No anomaly was detected and the device met all the test specifications.

Event description:
It was reported that episodes of noise were noted on the atrial and ventricular channels. Noise was observed while the device was interrogated on two different programmers. The device was electively removed due to eri.